Event description:
It was reported that during da vinci si hysterectomy procedure, the cable for the prograsp forceps instrument was found to be loose and derailed at the first joint at the tip that goes inside the patient. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found instrument pitch cable was derailed. Housing was removed to find one pitch cable derailed from the back idler pulleys. Cable was wedged between the two pulleys and had lost tension. The clamping pulley screws were still tight. Failure analysis also found instrument main tube had deep scratches at the distal end with light material removal. Scratches were .156 - .243 in length and not aligned with the tube axis. It was concluded that the damage may have been likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, tube abrasions found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.